Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not boot. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that the navigation system was restarting without prompt from the user occasionally.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that there was no fault found. If information is provided in the future, a supplemental report will be issued.